Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a door open/ prompt load tube did not alarmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The unit alarming when off and door open, when on. Normal condition not alarming when door open prompt load tube. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm door open/ prompt load tube. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.